Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was returned to olympus service operation repair center (sorc). Sorc checked the device and found that the reported phenomenon could not duplicated and the filter turret unit of the device did not work. Since the device was not returned to omsc, the exact cause was unknown. Based upon the information from sorc, omsc assumed a potential cause as follows. The front panel display of the subject device blinked due to the filter turret unit of the device did not work. As about 11 years has passed since the manufacture date of the device, the turret unit of the device was faulty by wear of motors and drive mechanisms. As 11 years or more has passed since the manufacture date of the device, the ac power inlet of the device was burnt due to the device was repeated using on a long-term.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that during preparation for use, the front panel display of the subject device blinked. Olympus inspected the device at the service department of olympus and found that the ac power inlet of the device was burnt. Other detailed information was not provided. There was no report of patient injury associated with the event.